Event description:
It was reported while priming bd nano¿ 2nd gen pen needle medication did not flow. The following information was provided by the initial reporter: it was reported that the needle clogged during priming.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code(s): (B)(4). FDA patient problem code(s): (B)(4).

Event description:
It was reported while priming bd nano¿ 2nd gen pen needle medication did not flow. The following information was provided by the initial reporter: it was reported that the needle clogged during priming.